Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide connector tip looseness is caused by a component failure of the light guide adapter. The light guide bundle was chipped is caused by a component failure of the light guide bundle. The video connector cover was damaged is caused by a component failure of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited light guide connector tip looseness, the light guide bundle was chipped and the video connector cover was damaged. There was no patient involvement.